Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: from right tube into uterus/migration of tube into endometrium'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), postoperative wound infection ('had a deep tissue infection in one of my incisions and had to have an out patient surgery (B)(6) 2018') and uterine haemorrhage ('aub') in a 37-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and thermachoice ablation performed" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia. Previously administered products included for an unreported indication: depo provera from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included vaginal bleeding, menorrhagia, blood pressure high, chronic back pain, obstructive sleep apnea syndrome, premature ventricular contractions, nausea, uterine bleeding, menometrorrhagia and polycystic ovarian syndrome. Concomitant products included hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015, levonorgestrel (mirena) (B)(6) 2016, piroxicam (paxil) since (B)(6) 2017 and tramadol since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea came with pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left and right lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, outpatient surgery for post incision infection on (B)(6) 2018 and completed a d & c and mirena placed/ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, postoperative wound infection, uterine haemorrhage, depression, nausea, dyspareunia and abdominal pain lower outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, iron deficiency anaemia, menorrhagia, nausea, postoperative wound infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Concerning the injuries reported in this case, the following one was reported via medical records:medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: medical record received. New reporter's was added. Added event from mr: thermachoice endometrial ablation. Medical history, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: from right tube into uterus/migration of tube into endometrium'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), postoperative wound infection ('had a deep tissue infection in one of my incisions and had to have an out patient surgery (B)(6) 2018') and uterine haemorrhage ('aub') in a 37-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included vaginal bleeding, menorrhagia, blood pressure high, chronic back pain, obstructive sleep apnea syndrome and premature ventricular contractions. Concomitant products included hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015, levonorgestrel (mirena) from (B)(6) 2016 to (B)(6) 2016, piroxicam (paxil) since (B)(6) 2017 and tramadol since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea came with pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left and right lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, outpatient surgery for post incision infection on (B)(6) 2018 and completed a d & c and mirena placed/ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, postoperative wound infection, uterine haemorrhage, depression, nausea, dyspareunia and abdominal pain lower outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, iron deficiency anaemia, menorrhagia, nausea, postoperative wound infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: from right tube into uterus/migration of tube into endometrium'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), postoperative wound infection ('had a deep tissue infection in one of my incisions and had to have an out patient surgery (B)(6) 2018') and uterine haemorrhage ('aub') in a (B)(6) female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included vaginal bleeding, menorrhagia, blood pressure high, chronic back pain, obstructive sleep apnea syndrome and premature ventricular contractions. Concomitant products included hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015, levonorgestrel (mirena) from (B)(6) 2016 to (B)(6) 2016, piroxicam (paxil) since (B)(6) 2017 and tramadol since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea came with pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left and right lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, outpatient surgery for post incision infection on (B)(6) 2018 and completed a d & c and mirena placed/ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, postoperative wound infection, uterine haemorrhage, depression, nausea, dyspareunia and abdominal pain lower outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, iron deficiency anaemia, menorrhagia, nausea, postoperative wound infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of explant updated. This case was upgraded from other event to incident. Event injury was updated to left and right lower abdomen pain, migration of essure device: from right tube into uterus/migration of tube into endometrium, abnormal bleeding (vaginal, menorrhagia), had a deep tissue infection in one of my incisions and had to have an out patient surgery (B)(6) 2018, anxiety, depression, nausea came with pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), anemia , aub and she did not undergo essure confirmation test. Reporter information, medical history, historical and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.